Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): "the IV pole would not respond during surgery" (device operational issue). The facility scrub tech reported the IV pole would not respond during surgery. The company service rep was called and advised the staff to clean the IV pole. The case was 30 minutes to troubleshoot the problem and clean the IV pole. The cases were then completed. No pt injury as reported.

Manufacturer narrative:
The company service rep was called and advised the staff to clean the IV pole. The facility did not request service. No samples were sent for evaluation. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).